Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck bottom. Customer's blood glucose at time of incident was unknown.. Customer was advised that we are sending replacement pump. The customer stated the alarm happened during normal use. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly noted. No unlocked keypad connector or stuck button alarms noted. The pump was received with minor scratches on the lcd window and case as well as a fading serial number label.